Event description:
It was reported that the tip was cracked. Although the instrument was used in surgery, no patient complications were reported.

Manufacturer narrative:
The device was returned for evaluation. Visual examination confirmed the tip of the instrument was bent outwards. A review of the device history records found no documentation to indicate a non-conformance to specification.